Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The complaint was not confirmed as the sample was not returned for evaluation. The assignable cause was not determined. A batch review could not be completed as no batch information was available. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
A customer from malaysia contacted baxter to report a black dot in the cassette. There was no patient injury reported. This report addresses product quantity 2 of 2.